Manufacturer narrative:
Device passed the unexpected restart error test and displacement test. No unexpected restart error noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that the pump had an unexpected restart alarm was recurring during normal use after battery change. The customer was advised to call back if battery cap does not solve problem. The insulin pump will not be returned for analysis.